Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 0164925013. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0164984009. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure was performed during which urethral atrophy was identified. No device issued were noted. The aus was fully replaced. No further patient complications were reported.